Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that one week after implant, the patient had pericardial effusion and blood was removed during pericardiocentesis. Both the right atrial and right ventricular leads were explanted and replaced. No further patient complications have been reported as a result of this event.